Manufacturer narrative:
Device not returned.

Event description:
It was reported that a new pump profile had been added with a high basal rate. Customer's blood glucose (bg) was 40 mg/dl and customer consumed sugar to address the low bg. Recommendation was made to discuss event with their healthcare provider.